Manufacturer narrative:
The recipient is reportedly being seen weekly for IV antibiotic treatments by an infectious disease specialist. The recipient is improving.

Manufacturer narrative:
The recipient is reportedly healed.

Manufacturer narrative:
Additional information: explant date. The recipient's device was explanted. The recipient will be reimplanted at a later date. The recipient reportedly remained in the hospital for a few days on IV antibiotics. The recipient remains on long term IV antibiotics.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Advanced bionics was informed that the explanted device will not be returned for analysis. A review of the device history record noted no rework. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing an abscess and skin flap infection. On (B)(6) 2016, the recipient was prescribed clindamycin, which was not completed. On (B)(6) 2017, the recipient's prescription was changed to bactrim, however, the recipient did not tolerate the antibiotic. On (B)(6) 2017, the recipient was prescribed augmentin. On (B)(6) 2017, there was drainage at the site. The recipient's symptoms have not improved. Revision surgery is scheduled.